Manufacturer narrative:
(B)(4). Device evaluation indicated that the complaint in regard to the charging issue was not verified. The alignment beeping stopped as the ipg was coupled with a test charger. The device was in hibernation mode and fully charged in one cycle. The end-of-charge beeps were generated upon completion of charging. The daily battery depletion rate without any stimulation was within the expected range. In low power idle mode without any stimulation, the quiescent current measured within the expected range. The patient's data indicated that there was a failed charging attempt in the field. The device passed functional test and revealed normal device characteristics.

Event description:
A report was received that the recently implanted patient was having difficulty charging the ipg. It was mentioned that the ipg looked tilted or upward. The patient underwent an ipg replacement procedure. No device malfunction was suspected.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the recently implanted patient was having difficulty charging the ipg. It was mentioned that the ipg looked tilted or upward. The patient underwent an ipg replacement procedure. No device malfunction was suspected.